Event description:
While using product, the inner wire mechanism made a snapping sound and then the forceps would no longer open/close. The respiratory therapist was using the forceps with the surgeon. No misuse of product noted. New forceps had to be opened to continue collecting biopsies.